Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with small anatomy and small sinotubular junction, the valve was implanted high. A coronary obstruction occurred. Subsequently, the patient died. The cause of death was coronary obstruction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which reported that the valve was intentionally implanted at a high depth/position to avoid a pacemaker. The valve was not recaptured during the procedure. It was reported that the team had difficulties closing the femoral artery using the proglide closure system. The team was attempting to fix the issue caused by the proglide, during which the patient collapsed. A catheter was inserted as fast as possible to control the valve, at which point the coronary obstruction was observed on angiography. The snare was not able to be inserted quick enough as the access had been lost. The surgeons attempted to rescue the patient by performing open heart surgery, however during the surgery, the patient died.

Manufacturer narrative:
Additional information was received that after closing the proglides, an angiographic control of the entry side was performed. The angiogram revealed that the proglide was not working properly and there was bleeding in the femoral artery. During this time, a hemodynamic collapse was noted. A pigtail catheter was inserted fast and another angiogram of the aortic valve showed the coronaries were closed. Surgery was then performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one media file and a mobile product experience report (mpxr) questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Depth assessment was performed in the cusp overlap view and was less than 1 millimeter (mm) at the non-coronary cusp (ncc). Depth assessment was also performed in the left anterior oblique view and was less than 1mm at the left coronary cusp (lcc). Medtronic recommends a target depth of 3mm. A recapture is recommended if depth less than 1mm or greater than 5mm. In this case, a recapture was warranted; however, despite the very high depth, the valve was released which resulted in a coronary occlusion. An aortogram confirmed absence of coronary perfusion. There is evidence that the coronary occlusion could have contributed to the patient¿s death. Of note, coronary occlusion and death are listed as potential adverse events in the evolut¿ r system instructions for use (IFU). The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: the reported coronary occlusion, leading to unplanned intervention and death, was assessed. Upon review of the information provided, the primary event of coronary occlusion, requiring unplanned intervention (open surgery) and death is assessed as likely related to the evolut r valve. Although the evolut r valve was intentionally placed high to avoid a pre-existing permanent pacemaker, the valve occluded the coronary arteries, leading to patient decompensation and death. Contributing factors were the patient's small anatomy and small sinotubular junction. In addition, contributing factor was difficulty with access site closure device and a snare was not able to be inserted quick enough as the access had been lost. Coronary occlusion, unplanned intervention and death are known potential risks associated with the implantation of the evolut r valve and all reported adverse events and severities are documented in our risk files and IFU. No further safety assessment is required at this time. Coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). As reported and per the image review and the medical safety assessment, the high placement of the valve is the most likely contributing factor for the occlusion. There is no indication of a device malfunction leading to the occlusion. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The hemodynamic instability and death were likely related to the coronary occlusion. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.